Event description:
Pump was reported to not shut down or alarm for a downstream occlusion. The roller clamp was mistakenly left closed off which the pump was running and the downstream occlusion sensor did not alarm. No patient injury resulted.